Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The customer reported that the device was received with a bent wire, and photos showed that the tip was partially uncoiled. This was found before patient contact, so there were no injuries or additional medical intervention.